Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) number is unknown because the serial number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-22989 it was reported that patient¿s lead at t9-10 was fractured. Surgical intervention was undertaken on (B)(6) 2020 to replace the lead. However, the physician was unable to replace the lead due to scar tissue in the epidural space and the lead was disconnected. Effective therapy was restored with two functioning leads. It¿s unknown which lead was fractured, and both are being reported.